Manufacturer narrative:
The affected load was not released. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), product return, retains analysis, and concomitant product evaluation. The DHR was unable to be reviewed as the lot number was not available. Trending analysis for the product code of 'suspected positive bi" was reviewed from (B)(6) 2014 through (B)(6) 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number was not reviewed as the lot number was not available. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The cyclesure® 24 bi was not available for return and evaluation. Retains testing was unable to be performed as the lot number was not available. The concomitant sterrad® 100nx was tested and the unit was found to be within specifications. The customer later reported the biological indicator was not set up properly causing a positive result. An asp clinical education consultant (cec) provided training to the customer on proper use of the bioloigcal. There is insufficient information to determine a definitive cause. However, user error may have contributed to this event. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100nx cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.